Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 2067l rf (radio frequency) head; product ID 229047 analyzer. (B)(4).

Event description:
It was reported the programmer will not boot up. The programmer was returned for repair. No patient complications were reported as a result of this event.